Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The peel-away sheath tore and the sheath was noted to have nicks, splits. Another device was used to complete the procedure. No adverse events were reported.